Event description:
It was observed that the camera device had a cracked connector housing. There was no report of any patient harm or involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported cracked connector housing failure was confirmed. A root cause could not be identified. Based on the results of the investigation, which is supported with prior investigations performed through the product technical investigation (pti) process, it is likely the following led to the malfunction: damaged or deterioration of parts due to wear and tear, without any design or manufacturing issues. The most probable cause of this complaint is traced to component failure of the connector housing, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report 3002808148-2025-05909-00 was sent in error as cracked connector housing failure is related to the cable boot, sleeve of the camera device which would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported cracked connector housing failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image due to faulty ccd, failed leak test between knob and cover. A root cause could not be identified, it is likely the following led to the malfunctions: failed leak test: the most probable cause of this complaint is traced to deterioration of parts due to wear and tear, without any design or manufacturing issues. Poor color image: the most probable cause of this complaint is traced to component failure of the charged coupled device unit, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor color image due to faulty charged coupled device (ccd) and failed leak test between knob and cover. There was no patient involvement.